Manufacturer narrative:
The reported product is not expected to be returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading with the freestyle libre 2 sensor. The customer reported an unspecified "really low" sensor reading, and subsequently experienced seizure and lost consciousness. The customer had contact with a healthcare professional, who treated customer with glucose via IV for diagnosis of hypoglycemia. A post-treatment healthcare meter result of 12.9 mmol/l was reported. There was no report of death or permanent injury associated with this event.